Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B )(6) 2024, an unknown size amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, the activated clotting levels were 254s and heparin was administered. The left atrial pressure was 15mmhg and no fluid was given. The amulet was successfully implanted. On (B)(6) 2024, a post procedure echocardiogram (echo) showed a small pericardial effusion (pe) and pericarditis. The physician mentioned the pe was marginally larger when compared to the previous baseline pre-procedure echo. The inferior vena cava (ivc) was severely dilated with abnormal respiratory collapse and suggestive of increased right atrial pressure and consider volume overload. The patient was reported hospitalized.

Manufacturer narrative:
H6 patient code 4607 hospitalization or prolonged hospitalization added¿. An event for patient effects of pericardial effusion, pericarditis, respiratory insufficiency, and heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause for the reported pericardial effusion, pericarditis, respiratory insufficiency, and heart failure could not be conclusively determined. The reported serious injury/illness/impairment was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.